Manufacturer narrative:
(B)(6) 2018. (B)(6) 2018. Philip's field service engineer (fse) confirmed the reported issue and replaced the defective power cord to address the event. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The unit was returned to service.

Event description:
The customer reported the device had no power. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.